Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker exhibited intermittent ventricular undersensing. On (B)(6) 2018, the patient presented in clinic and programming changes were made. The patient was stable throughout.